Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and verified the malfunction. The se replaced the graphic user interface (gui) printed circuit board (pcb) and upgraded the hardware on the backlight inverter printed circuit boards (pcbs). The ventilator passed self-testing.

Event description:
Report received that the ventilator's display was blank. The ventilator was not on a patient at the time of the event.